Event description:
It was reported that the customer had physical damage on the insulin pump. It was also reported that the casing at the entrance of the reservoir chamber was broken off her son's insulin pump. Insulin pump will need to be returned for analysis and will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked reservoir tube and missing end cap sticker.